Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery that does not work. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that the battery was replaced; the device operation was checked, and the parameters were correct. The system meets the specification for the performed service and is returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.